Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1; a2; a5; b5; b6; b7; g4; h2; h3; h6. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00824. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a revision approximately 8 years post implantation due to pain and elevated metal ions. During the revision, corrosion was noted at the head/neck trunnion. The femoral head was replaced; all other components were left intact. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00620205222, shell porous, 61642583. 00630505032, liner standard, 61609431. 00771301100, femoral stem, 61743307. 00784801200, neck taper, 60921887. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. An adequate complaint history review cannot be performed as the complication/ harm experienced by the user is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 8 years¿ post-operation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6. Reported event was confirmed by review of available medical records. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review (reference (B)(4) and (B)(4)) in order to identify potential adverse trends. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified dark debris and a circumferential groove pattern. Damage is seen on the bottom surface near the lot number. The neck remains implanted. The head was submitted for further analysis. Analysis determined >30% of the surface and/or aggressive local corrosion attack with corrosion debris. This complaint was confirmed based on the returned device and medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent a left tha. 7 years post implantation, blood test results revealed chromium level and elevated cobalt level. Patient presented with bilateral hip/thigh pain, some difficulty ambulating, slight limp. Patient was revised during the procedure there was only a small effusion and capsule was intact. There was evidence of black staining on both the trunnion and femoral head consistent with trunnion corrosion and minimal poly wear. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.